Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level in the 300s. Insulin injections and a corrective bolus was delivered to address the bg level. The cause of the high bg was not known. As the event occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the high bg with a healthcare provider.